Event description:
An 8 mm diameter x 60 mm length bridge assurant biliary stent was inserted for use in a pt for treatment of an unk lesion in 2003. It was reported that the device would not pass through the hub of a 6 f cordis brite tip sheath. The device was not used, and another manufacturer's stent was used to complete the case. No clinical sequelae were reported, and the pt is reported to be fine. The device was discarded.